Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had noise due to electrocautery and atrial tachy response (atr) was delivered. The device appeared to be functioning as programmed. This ICD remains in service. No adverse patient effects were reported.